Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to specification valid at the time of production. Conclusion and root cause: no product available and therefore an analysis is not possible, but we assume based on the information available, the root cause of the failure is not product related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. No similar incidents have been filed with products from this batch. There is the possibility for an incorrect patient behavior, incorrect patient cooperation or that the follow-up with the patient was not done. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that there is abrasion and damage to the insert.